Event description:
Patient underwent distal femur revision. At this time, no additional information is available. When additional information is received, a supplemental MDR will be submitted.

Manufacturer narrative:
The investigation is in progress, additional information for this event is not known at this time, if additional information is received, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of device history records, the investigation concluded that the root cause of the segmental stem fracture was not related to the design, manufacture, and/or sterilization of previously implanted components.

Event description:
A second revision surgery took place on (B)(6) 2023 to remove a fractured canal filling segmental stem (detailed above) which was reportedly cemented into the femur. The 69-year-old female patient's remaining femur was replaced with additional implants, as detailed in the post bill, to create a total femur replacement. Two of the concurrent implants at the time of this segmental stem fracture included male-female midsection 50mm and male-female midsection 60mm which connected the segmental stem to the distal femur. It is unknown whether these two midsections were explanted during this second revision surgery. The following eleos implants were implanted during the second revision surgery: left proximal femur 98mm, male-male midsection 50mm, male-female midsection 70mm, male-female midsection 40mm, femoral head.